Event description:
The cap label does not match the vial label. The cap label is incorrect. The vial label is correct.

Manufacturer narrative:
Follow-up report is being submitted as a response to an FDA request. The original follow-up was submitted under MDR 3500a 3001617766-2018-00054. A follow-up is being submitted to correct follow-up submission report number. Added ni as no patient information was provided with complaint. (B)(4).